Event description:
The customer reported that this bedside monitor missed an spo2 alarm. There was no patient injury reported.

Manufacturer narrative:
`Details of complaint: the customer reported that this bedside monitor missed an spo2 alarm. According to the customer, this is a standalone unit and does not connect to the central nurse's station (cns). The customer wants the logs review to see how the alarm was silenced or suspended. There was no patient injury reported. Investigation summary: the device with the reported issue was not available for evaluation. The logs provided by the cusotmer were reviewed; however, there was no data for the date the reported issue occurred. A root cause could not be determined.

Event description:
The customer reported that this bedside monitor missed an spo2 alarm. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor missed an spo2 alarm. According to the customer, this is a standalone unit and does not connect to the central nurse's station (cns). The customer wants the logs review to see how the alarm was silenced or suspended. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not available (n/a) to this report: h4 device manufacture date.